Event description:
It was reported that during a mastoid surgical procedure, it was noted that the bur appeared to have a subtle wobble to it while drilling under a microscope. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a mastoid surgical procedure, it was noted that the bur appeared to have a subtle wobble to it while drilling under a microscope. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Manufacturer narrative:
Investigation results indicate that failure mode could not be replicated. Testing performed confirmed that the returned part displayed whip amplitude was of an acceptable limit and there were no unusual cutting characteristics associated with the part. The quality investigation is complete.